Event description:
It was reported that the filter was tilted and three limbs had detached from the filter. Reportedly, prior to a scheduled filter retrieval, angiography identified that two legs and one arm had detached, and were endothelialized in the patient's vena cava. The physician attempted to remove the filter. However, the filter was tilted between 30 and 60 degrees, and the apex was embedded in the vena cava. The physician was unable to capture the apex of the filter. The filter remains implanted. There are no plans for intervention. There was no report of injury to the patient and the patient was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device remains implanted; therefore, a product evaluation could not be performed. Case images were requested; however, were not available. As neither images nor the product were available, the result of the investigation was inconclusive. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter tilt, filter malposition, g2 filter removal: it is possible that complications such as those described in the "warnings, precautions, or potential complications" section of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.